Event description:
It was reported that the patient underwent a CT scan approximately 1.5 months ago; the patient now reports no stimulation sensation. The reporter states they have not seen their hcp for approximately 2 years following implant and they haven't 'really been using it'. Additionally information is being requested, a follow-up will be sent when additional information becomes available.

Manufacturer narrative:
(B) (4).